Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 9 events were reported for this quarter. 9 devices were received for evaluation. 3 devices were found to be affected by corrosion. 6 events were not confirmed during testing; the devices were found to be within specifications. 9 devices were repaired and returned to the account. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device was reportedly leaking. 6 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.